Manufacturer narrative:
(B)(4). Batch # r59f6e. Device analysis: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number r59f6e, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy, the knife blade did not retract. Manual override was used to get the knife blade to retract. There were no patient consequences.